Event description:
It was reported that balloon rupture occurred. Vascular access obtained via radial vessel. The 20x3.5mm, eccentric, 80% in-stent restenosis target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. Pre-dilatation was performed with a 3.0x20 mustang balloon catheter. Residual stenosis was 70%. A 3.50mm x 15mm nc emerge balloon catheter was advanced for post-dilation. However, during the third inflation at 7 atmospheres, the balloon was unable to hold pressure and it ruptured. The device was removed, and it was found to be deflated. The procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable.

Manufacturer narrative:
E1: initial reporter city: (B)(6).